Event description:
Pt infusing flolan via cadd legacy pump. Leaking of internal bag in cassette. Pt withdrew drug and placed into another cassette and infused it. She developed a cvl infection and required replacement of her line. Instructed never to withdraw drug and reuse.